Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the pump's keypad was faulty.¿ the unit was triaged and the customer¿s reported condition was not confirmed. However, during triage, the tech found there to be no audio. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the pump's keypad was faulty. Upon triage on (B)(6) 2017 the service technician found that the unit had no audible alarm at start up.